Event description:
It was reported that during an attempted implant, the atrial lead could be inserted into the atrial port of the device. The device was replaced. The patients condition was fine after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported connector anomaly was not confirmed in the laboratory. The atrial bore dimensions were found to be within specification. (B)(4).